Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged with struts on proximal rows 9 & 10 distorted and lifted outwards from the stent profile. The damage to the stent is consistent with force/resistance being encountered with the stent delivery system. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile or the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-june-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right side. The 85% stenosed, 32mm in length, 2.5mm in diameter, eccentric and the de novo diffused target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending (lad) artery. The lesion contained <=45 degrees bend. Pre-dilation was performed with a 1.5x15 maverick balloon catheter, leaving 85% residual stenosis in the lesion. Then a 2.50x32mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed using a 2.5x20 and a 2.5x12 drug-eluting non-bsc stents. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.